Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft could not be inspected for size due to the guidewire being stuck inside the catheter. Dissection of the catheter tip and the catheter shaft revealed that the teflon on the guide wire had scrapped off during the procedure and caused the guide wire to stick at the tip and inside the drive coil of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device was stuck on the wire. The lesion being treated was located in the superior femoral artery. A non-bsc guide wire and a jetstream xc atherectomy catheter were being used to treat the target lesion. After about 45 seconds it was noted that the catheter was stuck on the wire, both devices were removed as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.